Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing" at 38,394 joules. A second fiber was used to complete the case. No injury to the patient was reported.